Manufacturer narrative:
Date of event: the event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that a tip separation and a perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A rota burr catheter and a rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. The device was crossing the lesion with working speed; however afterwards, a separation of the guidewire tip occurred and a perforation was noted. During removal of the proximal part of the wire, resistance occurred. There were no further patient complications reported and the patient's status is stable.